Event description:
User experienced intermittent discrepant results for hcg and troponin t. The following examples were provided: 2007: patient 1, initial hcg result 9.68 miu/ml, repeat <0.1 miu/ml. Patient 2, initial troponin t result 0.488 ng/ml, repeat 0.035 ng/ml. In 2006, patient 3, initial troponin t result <0.010 ng/ml, repeated three times, gave results of 0.086, 0.05, and 0.086 ng/ml. No information provided to determine if results were used to guide therapy. The investigational unit did not verify the customer complaint. A specific cause was not identified, however, the measuring cell was replaced on the instrument and no additional occurrences have been reported.